Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call of an alarm with their insulin pump. Customer states that the meter that she checks her blood with is not sending to the pump. Customer states that she was checking her blood sugar when the alarm came up. The customer's blood sugar was 176mg/dl. The customer states the alarm did not occur during the rewind/prime sequence. The customer was advised to clear the alarm, and to disconnect and remove the reservoir from the pump. Customer was then prompted to conduct rewind process again. Customer states receiving a c-1 voltage leak alarm. Customer was advised that the pump will need to be replaced. Customer was advised to call back if issues reoccur when replacement pump is received.

Manufacturer narrative:
The pump alarmed during the self test, and was unable to communicate with the blood glucose meter due to a faulty component on the remote frequency board. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a cracked case near the reservoir tube window and broken battery tube threads.